Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter and the patient experienced hypotension that required medication and prolonged hospitalization. After 30 minutes of the qdot micro catheter use, blood pressure decreased during ripv (right inferior pulmonary vein) ablation with the qdot micro catheter. There was no effusion. Noradrenaline was administered (volume was unknown). Patient fully recovered but required extended hospitalization because of follow up for blood pressure decrease. The physician's opinion on the cause of this adverse event is patient condition, because the decrease in blood pressure occurred gradually, it was difficult to determine the cause and that it may not have been caused by the ablation.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Mre review: a manufacturing record evaluation was performed for the finished device number lot 31305452l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).